Manufacturer narrative:
Product analysis # (B)(4): films with sizing sheet. Other relevant device(s) are: enlw1616c95ee; s/n: unknown; use by date: unknown; upn # unknown. Enlw1620c120ee; s/n: unknown; use by date: unknown; upn # unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the emergency endovascular treatment of a 68mm abdominal aortic aneurysm. It was reported approximately 6 years post the index procedure the patient received an additional stent graft limb emergently due to a type ib endoleak. The cause of the event is undetermined. No additional clinical sequelae were reported and the patient will be monitored.

Manufacturer narrative:
Film evaluation summary: the exact cause of the distal type I endoleak could not be confirmed from the films provided. The anatomy at implant is unknown, earlier post-implant films were not provided for comparison, including films showing the reported type ib endoleak. CT¿s returned from 7 years post-implant reveled that the maximum diameter aaa measured ~68mm, and there were bilateral common iliac aneurysms. The bifurcate suprarenal stents appeared to have detached (as a complete unit) from the bifurcate and were positioned ~10mm above the bifurcate proximal graft margin which had migrated distally. The proximal neck was conical-shaped and there was a proximal type I endoleak. In addition, the infrarenal neck <(>&<)> suprarenal stent were severely angulated ~80 deg lt-rt; relative to the distal aorta. The films also revealed that the bifurcate ipsi/right limb extension was only overlapping the bifurcate ipsi limb ~5mm; however, no clear type iii junctional endoleak was observed. On the contra/left side, a flared limb was seen positioned into the distal/aneurysmal portion of the left common iliac artery just proximal to the iliac bifurcation. Two (2) left limb extensions within the lcia were acutely angulated laterally to ~150 deg maximum. The distal left limb od measured ~28mm, the lcia diameter measured ~35mm at that same level, and contrast was seen outside and distal to the limb that may have also been pressurizing the aaa. Two (2) still angiograms from a recent intervention were also returned. The films were non-contrast with no visible scale; therefore, no assessment of any endoleak or stent graft/vessel patency could be performed, and no stent graft or vessel measurements could be performed. The films confirmed that an endurant aortic cuff had been implanted ~20mm above the bifurcate proximal margin, bridging the separation between the detached bifurcate suprarenal stent, and appeared positioned proximally just below the right renal artery which had been stented. In addition, an endurant limb had been implanted across the junction of the right bifurcate ipsi limb and right limb extension which was previously minimally overlapping. Other than the earlier observed stent severance, no clear bifurcate stent fracture or other stent graft issues were observed. It is possible that disease progression (vessel dilatation) in conjunction with morphology changes (vessel tortuosity) may have led to the reported type ib endoleak. If information is provided in the future, a supplemental report will be issued.